Event description:
Philips received a complaint on the philips xl+ defibrillator indicating that the device was unable to perform a self check. There was no reported patient involvement. Based on the information available, the cause of the reported problem was a unknown. The equipment department of the hospital has repaired the equipment but actions to resolve issue is unknown. The customer's device was successfully repaired and returned to service by customer. It has been concluded that no further action is required at this time.